Event description:
During baxter's functionality testing of a spectrum pump, experienced a system error 105 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The motor assembly was replaced.